Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity. Concurrent conditions were listed as dysmenorrhea, anemia, fibroids and menstruation frequent. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2542 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure done. 2 coils left. 4 coils right. The cervix was hemostatic post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.023 kg/sqm. [Gynaecological examination] (date unknown): the patient noted to have a fibroid uterus, normal ovaries, normal fallopian tubes. Bilateral ureters were identified pre, post, and during procedure with peristalsis. Cystoscopy, bilateral ureteral jets were noted. [Hysterosalpingogram] on 21-aug-2015: bilateral essure coils [hysteroscopy] (date unknown): uterus: anteverted, size: 12-14 wk size sounded 10 cm. Bilateral ostia were visualized. The uterine cavity was noted to be normal. Endometrial sampling was completed and sent to pathology. The patient tolerated the procedure without complications [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.